Event description:
Customer reported experiencing a current low blood glucose level, with the lowest recorded level being 52 mg/dl. Cause was not known. The customer consumed glucose tablets as a treatment action. Cts recommended that the customer consult a healthcare professional to discuss potential factors affecting their blood glucose levels.